Event description:
Reportedly, during a follow-up of a kora pacemaker, the physician tried to perform some device measurements. He could neither proceed the follow up nor exit the programmer session (pushing any buttons on the touchscreen did not work). By removing the programmer battery and a restart, the programmer returned to a normal functioning.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The investigation led to the following observations: - the pop-ups and/or programming menus and/or drop down list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter. - this issue has been reproduced by the r&d team. - the most likely hypothesis is a software issue, and it has be corrected with the last smartview version. - the complaint is recorded for trending purposes.